Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 595 mg/dl. Customer¿s other relevant blood glucose level was 600 mg/dl. Customer also stated that insulin pump received motor error alarm. The customer experienced symptoms such as eye issues and acidy taste in his mouth, off balance, nausea, and vomiting. The insulin pump will be returned for analysis.